Manufacturer narrative:
Insulin pump alarmed prime during the prime test due to protruded and loose drive support disk. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads, missing end cap sticker and broken belt clip slot.

Event description:
Customer reported the insulin pump's piston was not detecting the reservoir and it kept pushing out insulin. Customer was attempting to fill tube but the pump does not stop just continued dripping. Customer's blood glucose was 40 mg/dl, treated by drinking some juice and eating. Customer was advised to disconnect from the device. The drive support cap kept falling out and the device had few crack on it. Damage was around the esc button and on a few other areas. The device was dropped and bumped a few times. Customer reported the drive support cap was sticking out. Customer reported she has pushed in the drive support cap when it starts sticking out. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.